Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.403" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding broken tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace tip was broken. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell into the patient. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.